Manufacturer narrative:
On march 29, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2023, mentor received additional information. Mentor became aware that the patient was scheduled for removal on (B)(6) 2023. As such, recognized procedural complication is no longer applicable. On march 02, 2023, mentor became aware that the patient had a capsulotomy and mastopexy performed on (B)(6) 2022. On march 07, 2023, mentor became aware that the patient experienced device migration in the right breast. As such, a new file was created to document the reported complication. Refer to manufacturing report number 1645337-2023-03327 for the contralateral event. On march 13, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 22, 2023, mentor became aware that the side of implantation was inadvertently omitted from the initial report. The patient's capsular contracture was reported in the left breast. Manufacturer¿s reference number: (B)(4) in the initial report, the side of capsular contracture should have been populated in b5. Event description as the left breast.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old female patient underwent a primary breast augmentation surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.